Event description:
A caregiver (parent) reported a low reading issue with the adc device. The caregiver reported capillary results of 49 mg/dl and 'lo' (< 20 mg/dl) with the reader's built-in meter, as compared to sensor results of 388 mg/dl and 363 mg/dl. The caregiver called hospital and was advised to bring customer. A healthcare result of 410 mg/dl was obtained, and the customer treated with 8 iu fiasp insulin via pump. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader has been returned and investigated with retained test strips. Visual inspection has been performed on the returned reader and no issues were observed. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. The dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing for the precision strips was unable to be reviewed as strips expired on (B)(6) 2022. The medical event associated with this complaint occurred on (B)(6) 2022 which indicates usage of the device beyond the useful lifespan. No additional investigation is required as the strips were expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported a low reading issue with the adc device. The caregiver reported capillary results of 49 mg/dl and 'lo' (< 20 mg/dl) with the reader's built-in meter, as compared to sensor results of 388 mg/dl and 363 mg/dl. The caregiver called hospital and was advised to bring customer. A healthcare result of 410 mg/dl was obtained, and the customer treated with 8 iu fiasp insulin via pump. There was no report of death or permanent injury associated with this event.